Manufacturer narrative:
For locking issues, variax2 screws are considered as contributing to the reported failure. The subject device (plate) is considered as concomitant and did not contribute to the reported failure as per investigation. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
As reported: "angular stability is functionless." "Chips have come loose."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "angular stability is functionless." "Chips have come loose."